Event description:
Additional information received reported the patient used to go to the physician's office all the time and had a stimulator. However, the patient had not been seen at that office since (B)(6) 2012. No outcome or interventions were reported regarding this event. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 399945, lot# v025309, implanted: 2007 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient was only getting therapy on the left side for about 6 months. It was supposed to be on both sides. The implantable neurostimulator (ins) was sticking out of the patient¿s back for a year. The patient reportedly fell on the ins in (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient still had concerns with their device or therapy but was working with the physician or manufacturer representative (rep). The patient had an appointment scheduled on (B)(6) 2014.

Event description:
Additional information received from a manufacturer representative reported that the patient had their implantable neurostimulator (ins) pocket revised.